Manufacturer narrative:
Correction: the initial MDR submitted on may 17, 2023 was filed inadvertently. The administration of steroid and hospitalisation was not due to reported complaint. This report is submitted on june 12, 2023.

Event description:
Per the clinic, the patient was treated with steroid for a duration of one week (specific type and date not reported) after experiencing a sudden loud noise. It was also reported that the patient was hospitalized (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 17, 2023.